Manufacturer narrative:
Device evaluation by manufacturer: icefx s/n (B)(6) was returned to arden hills for analysis. The icefx was analyzed. System inspection revealed no console damage. Reviewed the log files from 20 mar 2023 the date of the complaint. Two needle configurations were utilized during the procedure. The first needle configuration had one needle each in channels 1 and 2, and two needles in channel 3. The second needle configuration used one needle each in channels 2, 3 and 4. Tested the system as reported in the log files first needle configuration. After 4.5 minutes of freeze all needles had created substantial ice and indicated less than -140 degrees celcius, the lowest temperature recorded by the system. Needles are sequenced as previously listed from left to right. Performed a second test using one needle in each channel. Ice ball size was like the first test with the same temperature indications. Argon pressure indications were within the standard functional test parameters but on the low side of the allowable range. Did not confirm the customer complaint of insufficient ice. The system made substantial ice under test conditions. Secondary indication: during inspection of the system, found the dual tank adapter had a damaged pressure gauge. The gauge face was bent, reference attached photo. This may have contributed to the high deviation between the dual tank adapter gauge and the console supplied pressure transducer, recorded during the functional test.

Event description:
It was reported that there was system-related insufficient ice. An icefx cryoablation system us was selected for a cryoablation procedure. The four needles used were placed with 1.5-2mm of space between them. The argon gas was supplied with an individual tank and the argon cylinder valve was fully opened. Five minutes into the first freeze cycle, however, the ice formation did not appear to cover the target area under the CT guidance/visualization. The treatment cycle was repeated twice after switching the needles to different channels. There were no patient complications reported. It was further reported that the procedure type was a renal cryoablation. Of note, channel 2 appeared to be providing adequate ice compared with the other channels. Additionally, the gas cylinder was full at a starting pressure of 6000 psi when starting the procedure.

Event description:
It was reported that there was system-related insufficient ice. An icefx cryoablation system us was selected for a cryoablation procedure. The four needles used were placed with 1.5-2mm of space between them. The argon gas was supplied with an individual tank and the argon cylinder valve was fully opened. Five minutes into the first freeze cycle, however, the ice formation did not appear to cover the target area under the CT guidance/visualization. The treatment cycle was repeated twice after switching the needles to different channels. There were no patient complications reported. It was further reported that the procedure type was a renal cryoablation. Of note, channel 2 appeared to be providing adequate ice compared with the other channels. Additionally, the gas cylinder was full at a starting pressure of 6000 psi when starting the procedure.

Event description:
It was reported that there was system-related insufficient ice. An icefx cryoablation system us was selected for a cryoablation procedure. The four needles used were placed with 1.5-2mm of space between them. The argon gas was supplied with an individual tank and the argon cylinder valve was fully opened. Five minutes into the first freeze cycle, however, the ice formation did not appear to cover the target area under the CT guidance/visualization. The treatment cycle was repeated twice after switching the needles to different channels. There were no patient complications reported.